Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) as recorded on a previous monitor transmission from (B)(6) 2013. There was no detection of twos at the patients most current clinic visit. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in that field action. Product ID (B)(4) implantable cardioverter defibrillator  implanted: 2010 (B)(6); product ID 4470 competitor implantable pacing lead implanted: 2010 (B)(6). (B)(4).